Event description:
The advocate stated that he tested his blood glucose using the customer's contour and received a reading of 183 mg/dl. He retested using another meter and received a reading of 78 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have the customer's testing supplies with him at the time of the call, so troubleshooting was not possible. No product will be returned at this time.

Manufacturer narrative:
It was not possible to determine a manufacture date without a meter serial number.